Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer stated that he had high blood glucose readings all day and had a no delivery. The customer was advised to check the status screen and remove the infusion set from the body. The customer was advised to program a 1.0 u fixed prime until insulin is visible at the end of tubing. The customer stated that he gave himself tiny doses of insulin at 0.3u and 5.0u. The customer was advised to check his blood glucose in 1 hour to see if it comes down more. The customer was also advised to drink water to clear his system and call back later if any problems persist.